Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was re-run on the same analyzer and a negative result was obtained and confirmed on an alternate instrument system. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a power fluctuation of the universal power supply powering the stratus cs(r) instrument. The universal power supply is not distributed by siemens healthcare diagnostics. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the site. The customer is aware of the power system issue. The stratus cs(r) instrument is performing within specifications. No further evaluation of the device is required.